Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that, "upon attempting to remove a reflex hybrid screw that had been implanted in pt through plate, with the revision driver with round light blue handle. The tip of the inner shaft broke off in screw."